Event description:
It was reported that balloon got punctured by the overlapping stents and additional intervention required to remove the balloon material. The 40% stenosed target lesion was located in the common femoral vein. A 16-6/5.8/75 xxl balloon catheter was selected to post-dilate and place two wallstents for venous compression. During the procedure, at the overlapping segment of the two stents, the balloon catheter was punctured. As the physician attempted to remove the damaged balloon; however, it broke and became lodged in the common femoral vein. Despite efforts to retrieve the balloon percutaneously, removal through the sheath was unsuccessful. Given the circumstances, no further minimally invasive options were feasible, necessitating a surgical cut-down procedure to extract the fractured balloon. The procedure was successfully performed, and the incision site was closed without complications. The patient was admitted to the hospital for observation but is anticipated to recover fully without any further issues.